Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient received an error message when trying to register the transmitter. There was no report of injury or medical intervention. No additional event or patient information is available.